Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the actual device was returned for evaluation. Visual analysis of the left-sasi device revealed no significant damage or visual defects. The device shows moderate wear, which is consistent with multiple uses in a clinical setting. The functional evaluation found that the sasi saw clamp lever articulated freely without the saw wing fixture engaged. However, during functional testing with the fixture attached, undesired movement or play was observed between the sasi clamp and the sasi itself. Additionally, it was noted that nominal force was required to open the saw clamp lever while the saw wing fixture was engaged. The overall complaint was confirmed as the observed condition of the device would contribute to a device issue. The issue related to the undesired movement/play is related to a design issue and has been escalated to a CAPA.

Event description:
It was reported that during a total knee arthroscopy (tka) surgical procedure the surgeon was struggling throughout the procedure due to the robotic assisted saw interface device (sasi) right being loose at the robotic assisted saw handpiece device. After the procedure, three additional sasis were found to have loose springs. Additionally, when they opened one of their trays, the velys saw blade handle was laying in the tray and separated from the saw. During in-house engineering evaluation it was determined that during functional testing, undesired movement or play was observed between the sasi clamp and the left-sasi itself. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.